Manufacturer narrative:
Additional narrative: device is an instrument and is not implanted / explanted. Device history records review was completed for part # 03.010.523, lot # 8751011. Manufacturing location: (B)(4), manufacturing date: apr 10, 2014. No non conformance reports were generated during production. Review of the device history records showed that there were no issues during the manufacture of the product that would contribute to this complaint condition. The device was received and the product evaluation is in progress. No conclusion can be drawn. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that on (B)(6) 2017, a patient underwent an antegrade intramedullary nail (im nail) surgery of a femur. During the insertion of the nail, after several mallet blows, the impactor (driving cap/threaded) sheared off which left the head of the impactor in the radiolucent insertion handle. No back up was necessary. The case was completed successfully with less than a one (1) minute delay. Patient outcome was reported as good. Concomitant devices reported: radiolucent insertion handle for exper nails/175mm (part #03.010.487, lot #370364, quantity 1), nail (part # unknown; lot # unknown, quantity: 1), mallet (part # unknown; lot # unknown, quantity: 1). This report is for one (1) driving cap/threaded. This is report 1 of 1 for (B)(4).

Manufacturer narrative:
Device was used for treatment, not diagnosis. A product development investigation was performed for the subject device. The returned instruments were examined and the complaint condition was able to be confirmed as the distal threads of the driving cap had broken off and were lodged in the returned insertion handle. The driving cap also showed signs of wear and impaction along the shaft and proximal end. Although the exact cause for the complaint condition could not be determined, the damage to the driving cap is most likely the result of off-axis hammering on the device before fully seating the driving cap on the insertion handle or from cross threading the device. A visual inspection and drawing review were performed as part of this investigation. Replication of the complaint is not applicable ad the device was returned broken. The 03.010.523 driving cap is an instrument routinely used in the titanium cannulated tibial nails system (relevant technique guide). Drawing was reviewed. The design history was found to not impact the complaint condition. During the investigation no product design issues or discrepancies were observed that may have contributed to the complaint condition. The returned part was determined to be suitable for the intended use when employed and maintained as recommended. The returned radiolucent insertion handle was returned without an alleged complaint condition. Upon visual inspection there is no evidence that this device contributed to the complaint condition, and therefore no additional investigation will be performed on this device. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.